Event description:
Customer reports their adc device "caught fire" when charging and the charging port melted. Customer further reports that visible smoke was observed. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device "caught fire" when charging and the charging port melted. Customer further reports that visible smoke was observed. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.